Manufacturer narrative:
Investigation concluded that the device met specifications and did not malfunction. No root cause could be established for the screw and plate loosening issue.

Event description:
Screw withdrawal noticed on patient, due to repositioning of osteotomised segments.